Event description:
It was reported that the ventilator alarmed for high respiratory rate. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the information provided, the medical staff did not carry out a pre-use check before use, and that it is difficult to establish the cause of the increased respiratory rate. The ventilator was replaced with another one. Additional information was provided that the test tube for the pre-use check was missing and therefore an inspection could not be performed to determine whether the reported event was a hardware failure or not. The root cause of the reported issue has not been established by this investigation. No further issues have been reported after the reported event. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) were required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4).

Event description:
Manufacturer's ref: (B)(4).